Manufacturer narrative:
Additional information was received that the surgical valve was replaced due to stenosis.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that four years, eleven months post implant of this bioprosthetic aortic valve, this valve was replaced valve-in-valve. The failure mode was not provided and no other adverse patient effects were reported.